Event description:
It was reported that an occlusion alarm occurred, and subsequently a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that an altitude alarm occurred while the customer was no outside the labeled altitude operating range. A cartridge change was performed resolving the issues. Customer's blood glucose level was 109-248 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.